Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent incisional hernia repair and ultrasound guided aspiration of an abdominal wall on (B)(6) 2010 during which the surgeon aspirated a pocket of fluid overlying the previously placed mesh. It was reported that the patient underwent open repair of recurrent epigastric incisional hernia on (B)(6) 2011. It was reported that the patient underwent open repair of recurrent incisional hernia with explanation of prior mesh, extensive lysis of adhesions, component separation and abdominal wall reconstruction on (B)(6) 2017. It was reported that the patient underwent recurrent abdominal wall seroma on (B)(6) 2017. It was reported that the patient underwent exploration of chronic abdominal wall wound with debridement of infected skin and subcutaneous fascia and muscle and explantation of infected mesh on (B)(6) 2018. It was reported that the patient experienced severe pain, long term infection, abscess, dense adhesions, nausea, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.